Manufacturer narrative:
Motion sensor test failure alarm during rewind due to motor encoder signal out of phase. Unable to perform self test, off no power test, restart error test, occlusion test, prime, system sensor test, no delivery test, displacement test due to motor error alarm. Pump passed idle current test and run current test. Pump had cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed motion sensor test failure more than once. The customer's blood glucose reading was 188 mg/dl at the time of incident. Troubleshooting found that the pump resets itself after each alarm and the pump cannot be rewound. The displacement test also failed. The customer was advised that the device would be replaced and to return the product for analysis.